Manufacturer narrative:
The device has been returned to masimo for eval. When the investigation is complete a f/u report will be submitted.

Event description:
It was reported that the unit intermittently shuts down while engaged in pt monitoring. This event occurs on both ac and dc power. The customer states the unit it cable of being powered on again. However, intermittent shutdown continues. No pt incident was reported.